Event description:
On a (B)(6) 2021 a patient underwent a posterior cervical fusion procedure from the occipital portion of the spine to t1. The procedure was completed without issue but on (B)(6) 2021 the surgeon felt the screw head alignment was unsatisfactory. On (B)(6) 2021 a revision occurred where the set screws were loosened and retightened to decrease head flection and improve alignment.

Manufacturer narrative:
No product was returned as no device fault was alleged, the involved devices remain in-situ. No radiographs could be provided confirming the alleged screw misalignment. Review of the provided information noted the surgeon was unhappy with the original orientation of the screws and revision to improve the potential patient outcome. The patient did not experience any adverse consequences as a result of the screw misalignment or subsequent revision. No additional investigation required. Label review: ''potential adverse events and complications; as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries." "Pre-operative warnings: use of cross sectional imaging (i.e., CT and/or MRI) for posterior cervical screw placement is recommended due to the unique risks in the cervical spine. The use of planar radiographs alone may not provide the necessary imaging to mitigate the risk of improper screw placement. In addition, use of intraoperative imaging should be considered to guide and/or verify device placement, as necessary."